Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery more than once. Customer's blood glucose value was 13.8 mmol/l at the time of the incident. It was reported that the battery cap was not loose, cracked or damaged. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a high sleep current measurement test, problem isolated to the electrical board .